Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states feels physically fine, denies the need for medical attention. The customer's expected blood results are 140mg/dl fasting. Verified test strips expire 08/15/2018. Confirmed customer's test strips are being stored in the properly and opened vial date is (B)(6) 2016. Customer stated her a1c results were also high but still feels uncomfortable with trueresult meter results. Ran blood test with me 309mg/dl. Customer was not able to view results from meter memory.

Manufacturer narrative:
(B)(4). Product evaluation in progress.

Event description:
Customer complains of high results. Customer states feels physically fine, denies the need for medical attention. The customer's expected blood results are 140mg/dl fasting. Verified test strips expire 08/15/2018. Confirmed customer's test strips are being stored in the properly and opened vial date is (B)(6) 2016 customer stated her a1c results were also high but still feels uncomfortable with trueresult meter results. Ran blood test with me 309mg/dl. Customer was not able to view results from meter memory.